Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown baclofen (2000 mcg at 474.72527 mcg/day) via an implantable pump for unknown indications for use. It was reported that urgent presentation was made after telephone contact was made due to the persistence of a non-critical alarm. Upon reading the pump, no error messages were found, and the reservoir volume was correctly registered. It was noted to be due to a "known software error". The alarm was successfully deactivated and the issue resolved. 2025-02-10 e1: document contained no new information.